Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause: user had inaccurate reference.

Event description:
Consumer complaint of about high blood results. Customer states that he feels well and requires no medical attention. Customer's expected blood results are 90-110mg/dl fasting. Verified the strips expire 03/31/2018. Customer confirms the strips are stored properly and was first opened (B)(6) 2015. Customer performed back to back blood test, 300mg/dl and 286mg/dl fasting. Reviewed meter memory: 1: 286mg/dl, (B)(6) 2015, 04:32:00 pm, fasting:no; 2: 300mg/dl, (B)(6) 2015, 03:57:00 pm, fasting:no; 3: 306mg/dl, (B)(6) 2015, 02:35:00 pm, fasting:yes; 4: 302mg/dl, (B)(6) 2015, 02:32:00 pm, fasting:yes; 5: 100mg/dl, (B)(6) 2015, 11:40:00 am, fasting:yes. Customer's concern: 302mg/dl. No adverse event reported.